Manufacturer narrative:
The insulin pump was unable to perform the displacement test due to missing retainer. The pump passed the rewind, prime/seating test and basic occlusion test. The power management parameters graph confirmed power error alarm was triggered when backup battery loaded voltage was less than 3.5v for 4 consecutive hours. After disconnecting and reconnecting the internal battery connector on j6, the pump was monitored and functioned properly. The pump was received with missing reservoir tube o-ring, scratched case and missing serial number label. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of power system error alarm. The customer's blood glucose reading was 6 mmol/l. The insulin pump was returned for analysis.